Manufacturer narrative:
The customer declined opening a service order to have the device repaired.

Event description:
It was reported that while using the smoke evacuator on the neptune 2 rover ultra during a procedure, the smoke evacuator stopped functioning. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.